Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of channel tube, forceps could not be inserted. In addition to evaluation in b5, due to clogging of channel tube, the tube cleaning brush could not be inserted. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a white-clouded area. The lock engagement lever was deformed. The adhesives around objective lens had white-clouded area. The adhesives around light guide lens had white-clouded area. Plastic distal end cover had a dent. The plastic distal end cover had a burn. The distal end was deformed. Connecting tube had a scratch. The protector of universal cord on control section side had a scratch. Switch button 3 had a scratch. Connecting tube had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. Water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The instrument channel was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, a brush could not be inserted in the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the forceps channel due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.